Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported the aligners caused a chip to their top left last molar. They also reported that their bite is misaligned and have difficulty chewing food on the left side. They have gaps in their bottom teeth that they did not have before.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.